Event description:
Facility reported a moderate blood leak upon initiation of treatment (11th use). Unable to return blood to pt. Estimated blood loss is 210cc. New dialyzer was hung and treatment reinitiated without any problems. No medical intervention. Sample is available for examination. Medwatch filed on bloodloss.